Event description:
The surgeon inserted a three piece silicone lens model aq2010v into the pt's eye and the haptic tore. The surgeon removed & replaced the lens without enlarging the incision. No pt injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn in half and both haptics are torn off & missing. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evalaution.